Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach and fell into the esophagus. The capsule was retrieved but the with an unknown device. They calibrated a new capsule and it deployed successfully. The patient was now stable.